Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was discovered that this device failed the longevity calculator. Further detailed analysis is currently being conducted to determine the root cause for this observation. No additional information is available. Once analysis is completed, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned for disposal. There were no allegations against the longevity or functionality of the device. No adverse patient effects were reported.

Manufacturer narrative:
If any additional information does become available, this report will be updated.

Event description:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.